Manufacturer narrative:
No parts have been returned to the manufacturer for evaluation. No parts returned for analysis.

Event description:
A site representative reported that, while in a cranial resection procedure, when trying to merge an exam in cranial, the system backed out to a blue screen with the logo displayed and the cursor was a black x. The site noted that they had not hit any software/keyboard buttons. The system was rebooted and the issue resolved. There was a reported delay to the procedure of 5 minutes due to this issue and no impact on the patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
FDA codes were updated to reflect current coding guidelines. If information is provided in the future, a supplemental report will be issued.